Manufacturer narrative:
The lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: in reference to the reported error 3 message, no error was observed. Meter function test passed and reading in range. Unable to duplicate the reported error. In reference to the reported battery indicator. Observed sleep mode current 2.2 ua. Meter powered on and display showed battery icon. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an ¿ER 3¿ message in addition to a battery indicator. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. It is unclear when the patient began to obtain the reported error message and the battery indicator. The patient informed the customer care advocate (cca) that she had purchased the meter some time ago; however, had just began to use it 7 days prior. The patient manages her diabetes with a combination of oral medication (metformin and glipizide) and insulin (levemir). It is not known if the patient made any adjustments to her medication doses due to the issues she was reportedly experiencing with the subject meter. During the call, the patient mentioned that because she could not test her blood glucose, she was not sure if her blood glucose was running high or low. The patient reported that on the afternoon of (B)(6) 2014, the day prior to contacting lfs, she tested on her friend¿s meter and obtained a result of ¿49 mg/dl.¿ the patient confirmed when she obtained the low result she was feeling shaky and felt like she was going to pass out. The patient stated she treated herself with glucose tablets at that time. During the call, the patient mentioned later that evening her blood glucose was in the ¿400¿s mg/dl¿ and she administered insulin. At the time of troubleshooting, the patient confirmed she had not replaced the subject meter¿s battery and did not have a new battery to insert. The cca was unable to troubleshoot the error message due to the power issue. The alleged meter issues remained unresolved. Replacement products were sent to the patient. These complaints are being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issues began.